Event description:
It was reported that during the priming phase, crystolloid solution leaked out the gas outlet port. The device was not used for pt care.

Manufacturer narrative:
Evaluation method: other = device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Conclusion code: other = cause of event cannot be determined. The proudct has not been received for evaluation. Without device return, analysis is limited to a review of the product device history record, which was found to be complete and correct, indicating that the product met MFR's specifications when released for distribution. Conclusion: the incident occurred during priming; there was no pt involvement. Without the return of the product, we are unable to determine the cause of the reported event.